Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance (dc dc ¿ 7). The device was subsequently disabled. The patient was suspected to have been manipulating his device and was experiencing an increase in seizures. Follow-up revealed that during generator replacement surgery on (B)(6) 2014 due to battery depletion, the patient¿s lead appeared to be ¿worn out¿. Diagnostic results with the replacement generator and existing lead showed lead impedance within normal limits during the procedure. X-rays were reported by the physician to be unremarkable and provided to the manufacturer for further review. The generator appears in the lower left chest in abnormal placement. The lead connector pin appears fully inserted into the generator connector block. Due to the quality of the images provided, no further observations could be made and the cause of the high lead impedance remains unknown. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
An implant card was received indicating that the patient underwent lead replacement surgery due to lead discontinuity. The lead impedance with the new lead attached to the existing generator was within normal limits. The explanted lead has not been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.